Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on 12/30/2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was successful. At the time of contact, patient did not report any injury or medical intervention.